Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the implant site, which could not be treated with antibiotics. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its severity. The explanted device has not been received for investigation yet.

Event description:
The recipient developed a skin infection around the audio processor. Reportedly, there was a subcutaneous inflammation. The skin infection started in (B)(6) 2025. Antibiotic treatment was given, but did not resolve the issue, and therefore the device was explanted. Re-implantation is planned at a later point in time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient developed a skin infection around the audio processor. Reportedly, there was a subcutaneous inflammation. The skin infection started in (B)(6) 2025. Antibiotic treatment was given, but did not resolve the issue, and therefore the device was explanted. Re-implantation is planned at a later point in time.